Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the nurse and the patient were unable to feel the vibratory alert. Retesting was suggested, but no fr antenna was available. No action was performed. The patient will continue to be monitored.